Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer's blood glucose was over 600 mg/dl. Customer's blood glucose would not come down when he gave himself insulin through the pump. Customer had a brand new infusion set as of last night. Customer has an appointment with his endocrinologist to see what he wants to do. Customer didn't check his blood glucose after he changed to a new set. Customer declined a transfer to the help line. Customer's blood glucose is still coming down and he is trying to make sure that he doesn't crash. Customer never received a no delivery alarm. Customer stated that the cannula was not bent when he pulled it out.